Event description:
(B)(6) registry. It was reported that the patient experienced chest pain. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery with 100% stenosis and was 20mm long, with a reference vessel diameter of 3.00 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00mm x 24mm promus premier stent system. Following post-dilatation, the residual stenosis was 0%. A week later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject presented with non-cardiac chest pain. The event was treated medically and was recovered/resolved on the same day.